Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The transmitter probe was replaced and the calibration files loaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system itrak 3500l displayed an error 97 when the transmitter probe was inserted causing delay. There was no adverse pt involvement reported. There was no pt info reported.